Manufacturer narrative:
The rv lead is expected to be returned. Once the product is returned and laboratory analysis is completed, this report will be updated.

Event description:
Boston scientific received information that during the implant of this right ventricular (rv) lead, unacceptable measurements after initial placement required the lead to be repositioned. Prior to the repositioning, the helix had been extended and retracted twice. When the rv lead was placed in the new position, the helix would not extend. This rv lead was extracted and successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break close to the electrode tip. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.